Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2012. According to the complainant, during the hysteroscopy phase, a fluid loss alarm error message occurred. The procedure was aborted. No cervical leak occurred during the procedure. A uterine perforation was reported. The size of the uterine perforation has not been provided. No method of treatment was administered to the perforation. There were no further complications reported with this event. The patient condition is reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.